Event description:
It was reported that the pump battery was depleting too fast, leading to pump shutdown. This caused the customer's blood glucose level to exceed 500 mg/dl with the specific value unknown but displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and using a charging cable. There was no assistance needed from a third party.